Event description:
An eye care practitioner reported that a pt experienced moderate pain in their left eye associated with wear of focus monthly visitint lenses which were used as a therapeutic lens. Diagnosis reported as a central ulcer with infiltrates and anterior chamber reaction. Staphylococcus suspected and a culture was performed, however, results have not been provided. Treatment consisted of local & general antibiotics with improvement reported. Visual acuity reported as reduced from 3 to 4/10 pre-event to light perception during the course of the event. The event is reported as still active, with scarring & final acuity unknown. Several requests have been made to obtain add'l info. No further info is available at this time.